Event description:
As reported by an edwards lifesciences japan affiliate, approximately 1 year and 9 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien xt valve in the native aortic position, the patient presented at follow-up examination with dyspnea and severe central regurgitation. The patient underwent a successful valve-in-valve procedure. Per the reporting hospital, there was no specific damage of the valve and it was inferred that the mobility of the valve leaflets has decreased due to age-related degeneration.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japan affiliate, approximately 11 years and 9 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien xt valve in the native aortic position, the patient presented at follow-up examination with dyspnea and severe central regurgitation. The patient underwent a successful valve-in-valve procedure. Per the reporting hospital, there was no specific damage of the valve and it was inferred that the mobility of the valve leaflets has decreased due to age-related degeneration.

Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review. Sections b4, b5, d6, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Addition to section h6: type of investigation. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors might have contributed to the event, including the patient's advanced age of 98 years and history of hypertension. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.